Event description:
Omnipod stopped working with the phones that they are set to work with their solution is to have patient move to a controller that does not do everything a phone can do which is why they advise people to use a phone instead of the controller they provide. One of the main things the controller doesn't do is gain information from a dexcom which for those using the automated mode is very important. They are also not factoring in the algorithm that has learned from the dexcom. They also have not thought about the amount of insulin that is in some of these pods that they are telling people nor are they factoring that some people don't have the extra pods to spare.